Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. It was reported that the pt complained of ineffective stimulation. The physician consequently explanted the pt's system on (B)(6) 2011. The facility discarded the explanted lead: therefore, only the ipg was returned to the MFR for analysis. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.